Event description:
I was reported that the customer had reservoir anomaly on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer was informed that we could haven troubleshoot on the reservoir and the blank o rings just to make sure that everything was okay with reservoir. The customer was advised that the problem occurred on the reservoir and vial. The customer was informed that we will send him more reservoirs and he wanted to order his sure-t infusion set.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.